Manufacturer narrative:
The investigation was not able to determine a specific root cause. The issue found with the clogged nozzle was most likely the cause. A generic reagent issue was not evident.

Manufacturer narrative:
The customer suspected there was a clogged nozzle that occurred due to a matrix issue with a proficiency sample. The field service engineer performed all adjustment checks for the extra wash system nozzle and verified it was okay. He replaced the extra wash system sipper as it was slightly bent. He performed all adjustment checks for the nozzle and verified they were okay. The customer performed liquid flow cleanings and qc which passed.

Event description:
There was an allegation of analyzer errors and questionable results for multiple assays from the cobas 8000 cobas e 602 module. Sample (B)(6) initial procalcitonin(pct) was 10.92 ng/ml with a data flag and the repeat result was 61.76 ng/ml. Sample (B)(6) initial pct result was 0.552 ng/ml and the repeat result was 3.94 ng/ml. Sample (B)(6) initial pct result was 1.66 ng/ml and the repeat result was 3.83 ng/ml. Sample (B)(6) initial pct result was 0.020 ng/ml with a data flag and the repeat result was 0.828 ng/ml. Sample (B)(6) initial pct result was 0.020 ng/ml with a data flag and the repeat result was 0.226 ng/ml. Sample (B)(6) initial pct result was 0.020 ng/ml with a data flag and the repeat result was 0.495 ng/ml. Sample(B)(6) initial pct result was 0.086 ng/ml and the repeat result was 1.62 ng/ml. Sample(B)(6) initial anti-hbs result was 2.00 iu/l with a data flag and the repeat result was 19.82 iu/l the questionable results were reported outside of the laboratory and were amended. The pct reagent lot number was 68801800 and the anti-hbs reagent lot number was 65835800. The expiration dates were requested but were not provided.